Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during aortic replacement surgery, when the double-ended needle suture was handed to the surgeon before use on the patient, there was no needle at one end of the thread. The nurse immediately checked the packaging bag and the surgical instrument table. Another suture was used to complete the case. Surgical time was extended by more than 30 minutes due to the reported event. There was no patient injury.